Event description:
Per the clinic, the patient experienced poor device outcomes since initial implantation where the map indicates multiple electrodes have been deactivated. Subsequently, the device was explanted on (B)(6) 2025 and the patient was re-implanted with another cochlear device during the same surgery. During the explantation surgery, it was noted that the electrode was severely wrapped by fibrous tissue.

Manufacturer narrative:
Correction: the correct date of awareness is october 11, 2025 not october 10, 2025 as previous reported.